Event description:
It was reported that during an unk procedure, the device became stuck on an unk firing. Another device was used to complete the procedure. There was no adverse consequence to the pt.

Manufacturer narrative:
Date sent: 12/03/2008. Info anticipated, but unavailable at this time.